Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular lead. The device was reprogrammed and the right ventricular lead was deactivated. A lead revision is anticipated but not yet scheduled to resolve the issue. The patient was in stable condition.

Event description:
During follow-up, noise was noted on the right ventricular lead. The device was reprogrammed and the right ventricular lead was deactivated. The lead was then capped and a new lead was implanted to resolve the issue. The patient was in stable condition.